Event description:
While removing a cast using the delta cast serene cast remover, the patient sustained an injury to the inner part of the arm, slightly above the elbow crease. The cut was made on a curved and sensitive area, which contributed to the injury. The cast remover caused a wound that required six stitches.

Manufacturer narrative:
Product has been requested for evaluation.

Manufacturer narrative:
After receipt, device was sent to the contract manufacturer for the evaluation on oct 23,2025. Contract manufacturer completed device evaluation on oct 29, 2025. Evaluation report was issued on oct 31, 2025. The report indicates device functioned as expected. No irregularities were observed.